Event description:
It was reported that customer called requesting assistance with having no numbers on the cs300 intra-aortic balloon pump (iabp) while in use. The screenshot I reviewed showed the balloon pump was not zeroed. I walked customer through zeroing the pump. Once the pump was zeroed, there were only zeros for the blood pressure and augmentation. Another cath lab staff aspirated and flushed the inner lumen without issue. I had customer re-zero the pump. Customer stated the pump still had zeros for the blood pressure and augmentation. The staff elected to try a second pump. They were able to zero the second pump without issue. There was no harm or injury to patient reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields:b4; b5;d4 serial number, UDI number; d8; d9; g2 contact person- mfg site; g3; g6; h2; h6 type of investigation, investigation findings, investigation conclusion, problem code; h11(B)(6), called requesting assistance with having no numbers on her cs300 while in use. The screenshot fse reviewed showed the balloon pump was not zeroed. Fse walked (B)(6) through zeroing the pump. Once the pump was zeroed, there were only zeros for the blood pressure and augmentation. Another cath lab staff aspirated and flushed the inner lumen without issue. Fse had(B)(6) the pump. She stated the pump still had zeros for the blood pressure and augmentation. The staff elected to try a second pump. They were able to zero the second pump without issue. He collected product on the first pump. No further information is available complaint will be closed and, in the event, new information was to become available, this record will be reopened and updated. No service order available and there is no relevant repair information available.

Event description:
It was reported that during use the cs300 intra aortic balloon pump (iabp) had unable to zero pressure. There was patient involvement, however no adverse event reported.